Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer experienced high blood glucose level. Customer¿s blood glucose level was 429 mg/dl, at the time of incidence. Customer¿s blood glucose level was 365 mg/dl. Customer reported that the blood inside the sensor. Customer did received calibration not accepted alert. Customer did received change sensor alarm. The insulin pump will not be returned for analysis.